Event description:
The plaintiff's attorney alleged that the decedent experienced sudden cardiopulmonary arrest during dialysis treatment on (B)(6) 2010 and subsequently expired.

Manufacturer narrative:
This is one event for the same patient involving two separate products.